Manufacturer narrative:
The complaint sample was evaluated and under inspection it was evident of damage around the bushing area, and the pin bushing had migrated downwards. The trend of complaints related to the disassociation of a number of these bushings, in correctly manufactured parts, has led to the initiation of corrective and preventative action (CAPA-(B)(4)) at depuy. This CAPA is currently underway to investigate the issue of bushing disassociation in correctly manufactured parts. The complaint shall be closed to CAPA and to product design; it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint sample was evaluated and under inspection it was evident of damage around the bushing area, and the pin bushing had migrated downwards. The trend of complaints related to the disassociation of a number of these bushings, in correctly manufactured parts, has led to the initiation of corrective and preventative action (CAPA-(B)(4)) at depuy. This CAPA is currently underway to investigate the issue of bushing disassociation in correctly manufactured parts. The complaint shall be closed to CAPA and to product design; it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Distal femoral eyelet broke when pinned on distal femoral cutting guide. Anterior down sizing guide paint peeling off. Tibial cutting block stuck to extramedullary cutting guide. The tibial prep reamer got stuck on tibial reaming guide is noted to have multiple ridges on reamer surface.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.